Event description:
It was reported by the attorney that the plaintiff underwent an unspecified knee surgery on 11/10/94. In the course of the surgery, vicryl sutures were sutured into the plaintiff. The attorney alleges that the sutures utilized in the surgery were contaminated, thus not sterile, thereby causing the plaintiff to suffer an infection and an unspecified injury.